Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage. There was a pinhole at the marker band. There was no marker band damage detected. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported balloon ruptured.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in moderately tortuous and severely calcified vessel below the knee. Two 1.5mm x 20mm x 143cm coyote es balloon catheters were advanced for dilatation. However, during first inflation at below rated burst pressure, the balloons ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in moderately tortuous and severely calcified vessel below the knee. Two 1.5mm x 20mm x 143cm coyote es balloon catheters were advanced for dilatation. However, during first inflation at below rated burst pressure, the balloons ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.